Event description:
"Stent was placed. Tether came off stent in hands without pulling on it, after stent was placed in patient. It was broken. The stent was removed and another has to be placed-prolonging the procedure. "

Manufacturer narrative:
Upon receiving and evaluating product, a follow-up report will be submitted.